Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that, the customer was hospitalized on (B)(6)2017 for low blood glucose of 45 mg/dl. Customer's mother also reported that, the belt clip was broken and battery compartment entrance was damaged. Customer wearing the pump at time of hospitalization. Customer declines troubleshooting for low blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test. Unit was received with cracked battery tube threads, corroded battery tube, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked lcd window.